Event description:
It was reported the patient has pain at the implant site up the back, leg and arm. She stated it is causing her to have breathing problems. She stated she has been charging more than expected. The patient has had some hyperbaric treatments and isn't sure what ata was used. The patient also reported swelling at the stimulator site following the hyperbaric treatment (determined to be 2.4 ata five days/week). The following day, the patient reported the battery was exposed out of the skin and had torn a hole in her back. She was to see the physician that day. She reports the battery had migrated.